Manufacturer narrative:
(B)(4). Concomitant devices : vngd ant stblzd brg 12x71 catalog #: 189062 lot #: 708090. Vanguard cr ilok fem-lt 62.5 catalog #: j6986665 lot #: 767860. Biomet cc I-beam tray 71mm catalog #: 141223 lot #: j6643988. Series a pat std 31 3 peg catalog #: 184764 lot #: 950430. The complainant has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reference report: 0001822565 -2021 -02270.

Event description:
It was reported that the drill bit fractured while drilling through cut guide. All proper surgical techniques were used and all pieces were retrieved. Attempts have been made, but no additional information is available at this time.

Manufacturer narrative:
After review of information, it was determined that this second device was not used in the reported event. Therefore, this initial report was submitted in error and should be voided.

Event description:
After review of information, it was determined that this second device was not used in the reported event. Therefore, this initial report was submitted in error and should be voided.